Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. The device's multifunction cable (mfc) receptacle, the mfc cable, and CPR adapter were replaced as a precaution. The device was recertified and returned to the customer. Review of the device log showed the repetitive pads on and pads off messages along with the noisy/railing signal are indicative of poor coupling of the pads to the patient's skin. This is further supported by the fact that once the pads were properly coupled with the patient's skin, signal was obtained through pads. There are a variety of possible reasons for poor coupling not necessarily indicative of a device malfunction including but not limited to improper electrode application, inadequate site preparation, placement, or the patient's skin condition. No trend is associated with reports of this type.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.